Event description:
It was reported that he had sensor reading of 130 mg/dl, but his actual blood glucose was 400 + mg/dl. Customer stated that he would have inaccurate readings at night. Customer stated that insulin pump would alarm threshold suspend causing him to be awake with high blood glucose in the morning. Customer had a stroke and can only use one arm so his wife helps him insert his sensor. Customer's blood glucose was 170 mg/dl. Troubleshooting was done. Customer stated that she would also get calibration errors and change sensor alarms. Customer mentioned that there was bent cannula. The customer was advised how to avoid inaccurate readings and to speak with health care provider regarding scar tissue as it could cause bent sensor and cannula. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.